Manufacturer narrative:
(B)(4). Additional information was requested and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the shaft of the device was bent and noted that there was an excessive buildup of eschar within the jaws. The handle trigger and blade mechanism of the device could not be tested due to the damage to the shaft. The root cause of the incident may be due to buildup of eschar on the jaws which caused the blade to jam in the forward position. The user may encounter increased difficulty in opening the jaws if the blade becomes stuck in the forward position. The instructions for use (IFU) states, "warning: build-up of eschar can negatively affect the sealing and cutting performance" and "for optimal performance keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar." In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Lavh - "towards the end of the laparoscopic portion of the case the voyant 5mm jaws failed to open back up. There was no tissue inside the jaws at this time. Physician was able to pull the voyant 5mm device out of the port without incidence to the patient." Patient status - "without incident to patient."